Event description:
A pt with a history of oropharyngeal squamous cell carcinoma was undergoing transoral resection of a base of tongue mass with davinci si robotic assistance. Several hours into the surgery, a small flame was visible at the spatula tip of the monopolar cautery of the robotic device. The instrument was withdrawn and the flame extinguished simultaneously by flushing the field with sterile saline. The insulation on the spatula cautery tip hub appeared damaged. The robotic arm and tip were replaced and surgery completed. There was no injury or respiratory compromise to the pt or harm to employees.